Event description:
On an air medical fixed wing flight, the zoll propaq md screen had turned blank. I turned to look at the zoll in time to see the passed icon on the screen, as though it had just been turned on and had gone through its self check. After the self test, the zoll continued to work at monitoring the pt's spo2. The zoll was not plugged in at the time; it was running on battery power at the time of this incident but had near full battery power. No adverse effect on pt noted.